Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While implanting a sz 48 pinnacle sector ii shell into the left hip of a patient the back end of the pinnacle cup inserter broke. Surgeon paused only for a second before continuing to strike the cup inserter to finish seating the shell into the patients acetabulum. Surgeon also used the same broken impactor to implant the 48/32 +4 neutral altrx liner into the shell. All pieces were recovered. There was a delay of 3 seconds in the case. This has happened several times to the surgeon and he does think the pinnacle inserter handle does need to be redesigned. There was no patient harm.